Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula with unknown number of sets. Patient noticed symptoms within 3 hours of insertion in the abdomen. The insertion site was rotated regularly. This led to high blood glucose so the patient took correction bolus via pump and injection with pen when needed. Also, patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.